Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately 6.5 years post initial procedure, the patient presented at routine follow-up with a type iiib endoleak of the bifurcated device and proximal stent fracture of the suprarenal aortic extension. The physician elected to treat the patient by relining with a bifurcated afx2 and an additional infrarenal and suprarenal afx devices on (B)(6) 2019. The patient is reportedly doing well, and the endoleak and fracture were confirmed resolved. As of date, there have been no additional patient sequelae reported. Additionally, clinical assessment determined that there was evidence to reasonably suggest sac growth of 21mm occurred that was not included in the event as reported.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type iiib endoleak of the bifurcated stent graft is confirmed. This event is most likely device related due to the use of strata material. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The reported crown separation of the suprarenal stent is confirmed. The event is most likely user related due to the off label infrarenal angulation in combination with the addition of an additional proximal extension on (B)(6) 2017 created undue stress on the existing suprarenal stent, contributing to the crown separation. Additional finding of sac growth at 21mm occurred. This event was most likely do to the endoleak. Procedure related harms for this complaint could not be determined. The final patient status was reported to be in stable condition following the secondary endovascular repair procedure. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b1: adverse event or product problem: updated. B5: describe event or problem: updated. G1,2: contact office- name has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately 6.5 years post initial procedure, the patient presented at routine follow-up with a type iiib endoleak of the bifurcated device and proximal stent fracture of the suprarenal aortic extension. The physician elected to treat the patient by relining with a bifurcated afx2 and an additional infrarenal and suprarenal afx devices on (B)(6) 2019. The patient is reportedly doing well, and the endoleak and fracture were confirmed resolved. As of date, there have been no additional patient sequelae reported.